Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint pr. (B)(4) has been evaluated. The lot 6006126 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples buid-umd version 11 for tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 39 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 4 test on reference samples, 10 samples out 10 samples passed the test. (B)(4) complaint test report.pdf for the details. Batch review the lot 6006126 was manufactured according to the document version 71 on the packing process in the line l182, on 17/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set tubing was detached from connector on (B)(6) 2024. No further information was available.